Event description:
It was reported that the customer had high blood glucose levels over 600 mg/dl. Customer was hospitalized last sunday ((B)(6) 2014) due to high blood glucose levels. Customer stated that their health care provider advised it was due to site issues. Customer may have scar tissue. Customer has an upcoming appointment with a medtronic representative. Customer stated that there was no indication of a bent cannula. Customer stated that their blood glucose levels started rising despite treating with the insulin pump. Customer was on an IV insulin drip for 1-2 hours until released. Customer did not have any ketones. Customer was wearing the pump at the time of the hospitalization. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.